Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure lens was badly unfolded. The procedure was completed with the replacement lens. There was patient contact with no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the lens was observed stuck in the device. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. Ovd is observed in the device. The plunger and lens are advanced into the tip of the nozzle. The plunger is bent, this typically occurs when the plunger is continuously advanced by pressing the leaver but is blocked by the lens. The trailing haptic is extended straight and is crushed. The lens is damaged. The nozzle was cleaned for evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. We are unable to determine the root cause for the reported complaint "lens badly unfolded". The reported complaint appears to be related to lens folding, not lens unfolding as the lens was returned in the device. The lens has become stuck in the nozzle. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, the trailing haptic was observed straight, which may have caused the reported event. The dfu instructs: "visually inspect the lens to determine the position of the leading and trailing haptics . Verify that the plunger is in contact with the trailing optic edge." Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).